Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced recurrent infusion set leakage from site events with in past 2-3 weeks on (B)(6) 2024. The patient recently delivered a baby and infusion set was in use for 1 day. The blood glucose level at the time of event was over 400mg/dl and patient resolved it by taking a bolus.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.